Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Xtw (lot: 40216a1078) was chosen for implantation. After 7-8 actuations, the gripper stopped functioning when attempting simultaneous grasp of the leaflets. Troubleshooting was performed but was unsuccessful. The clip was removed from the patient. On the back table the gripper still was not functioning. Ntw (lot: 30512a2018), xtw (lot: 31106r1082), xtw (lot: 31026a2019) were then implanted successfully but were unsuccessful in reducing the mr. There was a tear noted between a1 and a2 of the anterior leaflet. The tear was not caused by an abbott device, it was thought this was a pre-existing tear that was misidentified as a cleft at the beginning of the procedure. The tear did not worsen due to the mitraclip implantation. The procedure ended with mr grade 4. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.